Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on formation of the mitrofanoff, there was leak of the anastomosis site. The patient re turned to the theatre after six days for repair of the anterior wall of the anastomosis site. They had to close the anastomosis using sutures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.